Event description:
A pasv port was placed for therapeutic purposes on an unknown date. It was reported the customer noticed a leak at the insertion site. The port was replaced on an unknown date. Our attempts to obtain further details have been unsuccessful.